Event description:
Meter was in the wrong unit of measurement (mmol/l instead of mg/dl). The patient "thought that something was wrong with the metter for the past two weeks." This is when she has noticed a decimal point in the results. On the day of her call to lfs, she felt "tired" and attempted to contact her doctor. She tested on the subject meter with a result of 10.1 mmol/l (182 mg/dl, which does not reflect serious injury). She had misinterpreted this result to be 101 mg/dl. She was waiting for the doctor to call her back and drank some juice prior to calling lfs. The patient informed the mas that her doctor "never called back." She did not receive any medical treatment or attention. The patient's diabetes medicaiton regimen includes a set amount of lantus insulin (30 units taken at bedtime), 1 pill of glyburide and 1 pill of glucophage in the morning. She had not deviated from this regimen during the time her meter was in the mmol/l unit of measurement. She denied changing units of measurement in the meter settings of the meter. A replacement meter, control solution, and test strips were sent to the patient.